Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 60 millimeters from the terminal pin; only the proximal segment was returned. Visual inspection noted two surface abrasions. The returned segment of the lead was determined to be electrically continuous.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead experienced cardiac arrest. The device was interrogated post arrest where it was noted that an error code had been recorded. Further review of device memory revealed that the system had recorded shock impedance measurements of less than 20 ohms after delivering eight shocks for the patient's ventricular tachycardia (vt). Previous shocking lead impedance numbers had trended between 50 and 70 ohms. The patient was rescued externally and intubated. Subsequently the patient underwent a revision procedure where the device and lead were explanted and replaced. It was reported that the patient recovered from this event. Both products were returned for analysis.